Event description:
It was reported that during a laparoscopic sleeve procedure, one side fired while the other side misfired. There were no patient consequences. Case completed with another device of the same product code and oversewn.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify: in the event it stated that one side fired but the other side misfired. Does this mean that one side stapled, but the other side did not? Or did the staples not form completely on one side? Was the cut line complete? From sales rep: I am trying to get more information from the account.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no incomplete staple line was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.